Event description:
During normal testing/inspection, it was reported that the device battery and attention icons were illuminated. The device download showed that the internal battery capacity was not sufficient to provide defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device at the failure analysis center and found that it was not able to power on. Further extensive device testing was unable to determine the cause of the reported/observed failure. A replacement device was provided to the customer.